Event description:
It was reported that a malfunction occurred on the pump, but no notable events occurred prior to this. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. The customer was advised to continue using the pump and to contact support again if the issue recurred, which the customer understood and acknowledged.